Manufacturer narrative:
Event date is unknown. Model number/ catalog number: 72404127, serial number null batch/ lot number: (B)(4), model/ catalog description: control pump fgs iz., model number/ catalog number: 72400024, serial number null batch/ lot number: (B)(4), model/ catalog description: balloon fgs 61-70 cm, model number/ catalog number: 72404134, serial number null batch/ lot number: (B)(4), model/ catalog description: belt cuff fgs 6.0 cm iz.. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient with a history of radioactive seeds in the prostate had three artificial urinary sphincter (aus) implanted. The devices caused scar tissue after the patient had a transurethral resection of the prostate (turp). The patient indicated currently using a condom catheter with a bag. The family physician would refer the patient to an urologist.